Event description:
Pfs and medical records received. Medical records show the patient was revised again on (B)(6) 2013 for a failed liner. After reviewing the operative note it showed the patient had a broken lip of the liner and a malpositioned cup. A acetabular cup and unknown liner are being reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided for the liner and part/lot was provided for the liner. The complaint was updated on:8/27/2015.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle pfs, ppf and medical records received. In addition to what was previously alleged, pfs alleges pain and difficulty of walking. Ppf alleges of loosening of the cup. After review of medical records for MDR reportability, operative reported dated (B)(6)2013 that there is a plastic debris where the lip of the constrained liner had broken. It was also reported that the head and locking ring was removed. But there was no reported in the operative report that the cup was loosed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.